Event description:
It was reported that the catheter fell out of the patient due to a pinhole in the inflation shaft.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample was inflated with water and it was observed that water was leaking from the funnel. The sample was examined and it was observed that there was a tear at the inflation funnel. The tear was examined under a microscope and noted to be smooth. The tear looked like it was caused from outside and penetrate to the inside through the funnel wall. A potential root cause for this failure mode could be user related (example: contact with sharp object/mechanical failure/operator error/mishandling product). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients. (1) patients with known allergy to silver coated catheter."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient due to a pinhole in the inflation shaft.